Event description:
It was reported that during implant attempt, the lead could not be fixed well in the atrium. The lead was not used and the physician opted to not implant an atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.